Event description:
It was reported that the patient developed cardiac tamponade due to perforation. A pericardiocentesis was performed and the lead was repositioned successfully. The patient remained in the hospital but did not recover from the procedure and deceased. There is no allegation from a health care professional that suggests that the death was device related. The cause of death was reported as pulmonary embolism.